Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The curved blade on instrument was found to be broken at the base. A piece approximately 0.394" x 0.084" was found to be broken off and was not returned. The probable root cause of broken blade is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in indentations or cracks, which then result in broken blades).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument could not be used normally. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the reported failure on harmonic ace instrument did not cause fragment(s) to fall inside of the patient's anatomy. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material. No post-operative test(s) were conducted to check for remaining fragment(s).

Event description:
Refer to h11 for follow-up information.